Manufacturer narrative:
Philips investigated this complaint. Philips checked the system on site and confirmed that the safety chain used to prevent the c-arm cover from falling was intact. The cover was re-attached and the system was returned to use in good working order. Since then, the issue has not reoccurred. Philips has opened an investigation as a follow up for the noted complaint.

Event description:
It has been reported to philips that the cover of the c-arm came loose. The cover was retained by a safety chain, which prevented the cover from falling off. The system was in clinical use but no harm was reported.